Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., h.10 and correction provided in b.5., and d.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during quarters of a cataract extraction procedure there was a problem with aspiration. The surgeon has noted this seems to coincide with the substitution of the phaco tips.